Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use the device was explanted due to infection. The patient was put on antibiotics and a replacement was implanted on the right side several days later. The device was discarded at the hospital.